Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced hyperglycemia and treated with correction injection via multiple daily injection and had a symptom of lethargic on (B)(6) 2022. The patient reported that changes the infusion set site for three to four days, which led to leakage at site.